Event description:
The following was reported to gore: on an unknown date in 2023, the patient underwent an urgent endovascular treatment using a non-gore stent graft (endurant ii) and two gore® excluder® aaa endoprosthesis devices (contralateral leg endoprosthesis devices). On an unknown date, a distal type I endoleak from the right leg was observed. On (B)(6) 2026, a reintervention was performed. The right internal iliac artery was embolized, and two contralateral leg endoprosthesis devices were implanted to extend the initial right leg to the right external iliac artery. The patient tolerated the procedure.

Manufacturer narrative:
H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.